Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing or fibrin was not observed. Red cell hang-up was observed in the photos. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel smearing was observed: 4 retained tubes from the same lot number were drawn with horse blood, mixed, and stood at room temperature for 30 minutes. They were then centrifuged at 1211g for 10 minutes using an mse mistral 1000 centrifuge, before being examined under magnification, for any signs of gel smearing. 2 of the 4 tubes had slight smears of gel above the barrier on their walls. Further clinical testing was performed on retention samples: bd was unable to duplicate the customer¿s indicated failure gel smear/fibrin/fibrin mass because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Certain assays, in this case hepatitis testing, are excluded from our protocols. Therefore, we are at the present time, unable to perform internal testing for infectious diseases. Bd was unable to duplicate the customer¿s indicated failure gel smear/fibrin/fibrin mass because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel smearing based on the retention sample testing. Bd was unable to confirm this complaint for fibrin or erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced gel smearing and red cell ring. The following information was provided by the initial reporter. The customer stated: "we have been noticing that some of the tubes have red cell / fibrin strings above the serum after centrifugation. It doesn¿t happen on all of the tubes and it seems to be affecting the ones we collect and centrifuge onsite equally with the ones that are collected and centrifuged at our remote gp clinics, on investigation there is often what appears to be gel coating the walls of the tube that the fibrin is getting caught in.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced gel smearing and red cell ring. The following information was provided by the initial reporter. The customer stated: "we have been noticing that some of the tubes have red cell / fibrin strings above the serum after centrifugation. It doesn¿t happen on all of the tubes and it seems to be affecting the ones we collect and centrifuge onsite equally with the ones that are collected and centrifuged at our remote gp clinics, on investigation there is often what appears to be gel coating the walls of the tube that the fibrin is getting caught in.